Manufacturer narrative:
The reported event of ¿stylet could not be inserted deep inside the lead" was not confirmed. As received, a complete lead was returned in one piece with a stylet found inserted inside for analysis. Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure that occurred on (B)(6) 2021, it was reported that there were compatibility issues between the right ventricular (rv) lead and the stylet as the stylet could not be fully inserted into the rv lead. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.